Manufacturer narrative:
.

Event description:
It was reported during a seizure conference, the vns patient had been hospitalized for the past three weeks due to seizures. It was reported that the patient's last known treating physician moved across state and it is unknown whether or not the patient has been seen by another vns physician. It was reported that the device output current was at 1ma and may not be at therapeutic levels for the patient. Attempts to obtain additional relevant information have been unsuccessful to date.